Event description:
It was reported that the device failed during software update and failed pharmguard server deployment for software. The device exhibited a primary audible alarm before the firmware download attempt. After downloading, the device would not come out of download mode and had a constant alarm. The product fault occurred during bench testing. The issue was not resolved. There was no patient involvement and no patient harm.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg 4/11/2024. One device was returned for evaluation. Visual inspection revealed the top case chipped and right plunger case cracked. The event history log could not be reviewed as the pump would not power on. Functional testing was unable to replicate the reported issue due to pump unable to be powered on. The root cause was undetermined. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.